Event description:
It was reported a pt had bladder perforation on her left side when attempting a miniarc pro sling implant on (B)(6) 2013. This was the second attempt at implanting a sling in this pt. It was also indicated that the bladder was ensured to be drained prior to this second attempt. No add'l pt complications were reported in relation to this event. Related to MFR report # 2183959-2013-00933.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.